Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed directional flow label was missing. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be missing flow labels. The case shimming and a new directional flow label is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device directional flow label was missing. No additional information is available.